Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with unspecified mentor breast implants and experienced bilateral lymphoma, sleep apnea, back pain, osteoporosis, spine inflammation, high blood pressure, breast hardening. It is unknown if the devices are gel or saline. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.